Manufacturer narrative:
(B)(4). Lot 13h017 was manufactured august 8, 2013 - august 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation with approximately 46 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition, and flow was observed at the distal luer. The fluid in the bladder was allowed to drain until emptied. A functional flow rate test was subsequently conducted on the sample and the flow rate was found to be within the specification of the product. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not completely infuse. This occurred during a patient infusion of 15g of ticarpen (non-baxter product) in 240 ml of sodium chloride (non-baxter product). The reporter stated that at the end of the expected infusion, 30 ml of the solution were observed to still be inside of the device. No patient injury or medical intervention was reported. There is no additional information.